Event description:
It was reported to philips that movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry movement were partly available. No further information regarding the issue has been provided. No service has been performed by philips since the case has been cancelled by the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.